Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9140782. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause of this defect could have resulted during the syringe assembly process, where the plunger rod-stopper assembly induced damage to the barrel. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 5 ml saline fill china sp was damaged. This was discovered before use. The following information was provided by the initial reporter: at 11:00 a.m. On (B)(6) 2020, when sealing the tube for the patient, the flush package was opened, and the appearance of the flush was found to be damaged, immediately replaced with a new one to seal the tube for the patient. Did not cause adverse harm to the patient.